Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly; therefore, a surgical procedure was performed to remove all the components and implant a malleable device. There were no patient complications reported.